Event description:
It was originally reported that the batteries show fully charged however only run 5-10 minutes. After discussion with the customer it was found that the batteries failed during a transport. There was no patient injury reported. It was determined to replace the internal batteries.

Manufacturer narrative:
Information provided by the user and the log file of the affected device were analysed for investigation. Based on the log file the reported shortened battery run time could be confirmed. Moreover, the log file reviled a restart of the device due to depleted batteries. After the device has been reconnected to the main power it restarted and continued ventilation . If savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. Different alarms will indicate the state of the batteries during the discharging process. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If the ventilator is connected to ac mains again, it will restart immediately, and the ventilation will be continued with the last settings. After the device has been reconnected to the main power it restarted and continued ventilation. In this case several tests powered on internal battery additionally show the shortened run time. The maximum run time of the battery type used in savina 300 can be altered due to aging or when used in alternating mode. The replacement batteries have been ordered and will be installed. The device has alerted the remaining run time and the shut down as specified by posting the corresponding alarm s. The field failure rate of internal batteries is tracked and considered inconspicuous. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was originally reported that the batteries show fully charged however only run 5-10 minutes. After discussion with the customer it was found that the batteries failed during a transport. There was no patient injury reported. It was determined to replace the internal batteries.

Event description:
It was originally reported that the batteries show fully charged however only run 5-10 minutes. After discussion with the customer it was found that the batteries failed during a transport. There was no patient injury reported. It was determined to replace the internal batteries.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.